Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient had an invalid impedance on the right s1 lead. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced.